Manufacturer narrative:
Per good faith effort (gfe) response received 17jul2024, it fell due to human error or environment during transportation. Based on the information, the issue does not meet the reportability criteria. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the legs were bent. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the v60 was in transportation when it fell over and caused one of the legs to be bent. Device evaluation and repair are pending.